Event description:
Pt reported receiving e8 (power interrupt) alert on the infusion device. Pt stated the battery was changed 3-4 days ago and has now started alarming. Pt reported replacing the battery but has been unable to silence the alarm. Advised pt to remove the battery and leave it out of the infusion device for 20 mins. On follow up call to pt, had pt insert a new battery but an e8 (power interrupt) alert reappeared. Pt reported none of the buttons on the infusion device are responding. Unable to troubleshoot device. Pt will use alternative method of insulin delivery. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.